Manufacturer narrative:
B5 updated with additional information from the clinical site.

Event description:
Fluoroscopy was performed and confirmed a retroperitoneal bleed. The device is not available for investigation.

Event description:
A 63-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) underwent impella cp support via right femoral arterial percutaneous access. The device was implanted on (B)(6) 2026 at 11:29 and explanted at 12:15 the same day. Following intervention and removal of the impella device in the catheterization laboratory, the patient became hemodynamically unstable and was suspected to have developed a retroperitoneal bleed. At the time of explant, the activated clotting time (act) was reported as >400. The vascular injury was managed with blood replacement; however, no vessel repair was performed and imaging of the affected vessel was not available. The patient subsequently expired, with death attributed to vascular injury in the setting of elevated act. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support and the vascular damage and suspected retroperitoneal bleeding in the context of elevated anticoagulation (act >400).

Manufacturer narrative:
A4 and a5 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Following receipt of additional information (captured in follow-up 1 report), the clinical narrative was updated reflected in b5 event description.

Event description:
Additional information received reporting that the patient was given heparin systemically and patient died same day in catheterization lab.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.